Event description:
A site representative reported an open spine clamp screw is stripped and requested a replacement. Since this event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Lot number not available at time of this report. Device manufacture date is dependent on lot number and both are not available yet. No parts or files have been received by the manufacturer for evaluation.